Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not deliver the energy that the service wanted. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. No direct adverse event to the patient or user was reported. The clinical condition of the patient did not allow a pulse to be picked up. The patient had a complete atrioventricular block with valvular outflow and had received isuprel and atropine treatment. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The knob was tested with no issues. The customer also performed an opcheck and controls test which passed. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The philips rse evaluating the device with the customer was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The device remains with the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device did not deliver the energy that the service wanted. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. Additional details have been requested.